Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 350 mg/dl at the time of the incident. The customer stated that the tiny air bubbles on the sides and top of reservoir. The customer noticed air bubbles when he started using reservoir. The air bubbles were not removed successfully from reservoir. The customer stated that the air bubbles successfully cleared from set. The reservoir will not be returned for analysis.